Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was working intermittently and had a sticky trigger, and the device was not functional. It was further determined that the device's electromotor was not working properly, the device had signs of corrosion, some of the trigger's components were worn and corroded, some of the locking components were worn, and other components were corroded and had a contaminated grease on them. It was further determined that the device failed pretest for trigger test and check off/on/on mode test. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that the battery oscillator device had an undetermined malfunction. During in-house engineering evaluation it was determined that the device had intermittent operation and a sticky trigger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.